Event description:
An end user called in stating she has intermittent bleeding from her stoma in various locations which usually occur at the distal end. The end user stated the blood varies from teaspoon to a tablespoon in amount and she reported no bleeding at the time of the call. The end user went on to state she has had this intermittent bleeding for approx 3 months.

Manufacturer narrative:
Based on the available info the event is deemed serious injury. The end user stated she is unable to eat various foods because it causes gi bleeding and is scheduled to see her gi doctor on (B)(6) 2013. The end user was advised if she continued to have bleeding she should see her doctor or someone covering for her doctor before her scheduled appointment. The end user also stated she uses an eakin cohesive seal on her peristomal skin. No additional pt/event details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for the eval is not expected.